Event description:
It was reported that the md was finishing a long case (6 hour pump run) and needed to insert a balloon to come off. They attempted twice to get a fiberoptix balloon zeroed and calibrated without success on console. With the second balloon, they switched consoles and it worked; both balloons actually zeroed and calibrated. The pump is in the biomed dept.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.